Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to infection. Subsequently, the physician irrigates the device pocket and implanted a new system. There was no additional adverse patient effects were reported. This lead was explanted.